Manufacturer narrative:
Device passed self test and displacement test. Insulin pump error alarm found in the pump history (line number= 0 and file number= 0 ). Problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had software error detected alarm. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. Self test was performed and it was ok. The insulin pump will be returned for analysis.